Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d- product identifier, d4 - rpn review of provided imaging indicates that the complaint device is either a tffb-28-96[-zt] or a tffb-30-96[-zt]. Rpn on file has been updated to unknown to accommodate as it was previously reported that the complaint device is a tffb-24-82-zt. Investigation ¿ evaluation the complainant, the guthrie clinic located in the united states, informed cook on 17aug2020 of an incident that was observed on 06aug2020 involving a zenith flex aaa endovascular graft bifurcated main body with an unknown rpn from an unknown lot. The 86-year-old female patient had three cook grafts implanted ¿ an unknown tffb main body graft and two unknown iliac leg grafts. The cook sales representative was not aware of the patient having any pre-existing conditions and it is unknown if the patient was on any anti-platelet or anti-coagulation therapy. The patient had follow-up imaging taken at the complaint facility on 06aug2020. A type 1a endoleak was observed from the main body graft. No additional procedures have been performed to address the endoleak at this time, but the physician ¿is attempting to determine how to treat the patient¿. No adverse effects to the patient have been reported. Reviews of the complaint history, drawing, instructions for use (IFU), quality control, and specifications, as well as a review of imaging provided, were conducted during the investigation. The complaint device was not returned for evaluation; however, imaging was provided and sent for expert review. The image review found a type 1a endoleak from the proximal end of the complaint device. The image reviewer observed that the endoleak fed into a dissection false lumen that merged with the original aneurysm sac. Migration of the entire graft system was observed, matched with dissections at the iliac graft distal ends and the mainbody graft proximal end. Additionally, distracted suprarenal stent barbs were observed. Based on the observations, the image reviewer theorized that it was likely that the graft migration led to the dissections and not the other way around. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed as the lot number of the complaint device was not provided. Cook was unable to conduct a search of tffb devices sold to the implant facility due to a lack of information. However, it should be noted that tffb devices are distributed via one-device lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing requirements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ endoleak ¿ endoprosthesis: improper component placement; component migration 8 patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use anatomical requirements ¿ proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. 11.1 bifurcated system 11.1.12 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. Final angiogram 1. Position angiographic catheter just above the levels of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirements for patient follow-up (described in the instructions for use for the zenith flex aaa endovascular graft) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak ¿ migration" based on the information provided, inspection of the imaging, and the results of the investigation, a possible cause for the endoleak was traced to patient condition and disease progression, but this cannot be confirmed. Additionally, endoleaks are a known inherent risk of using these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The rep believes that both iliac limbs appear to be zsle-13-unknown length. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an (B)(6) year old female patient experienced a type 1a endoleak after implantation of a zenith flex aaa endovascular graft bifurcated main body. The date of implant for the initial evar is unknown, however "it did not occur recently." The patient had no other pre-existing conditions aside from the aaa. There were no issues initially after implantation, but the patient is now experiencing a type 1a endoleak. The patient outcome was successful after the initial procedure but is uncertain now. The area representative believes the complaint device is a tffb-24-82-zt based on a review of imaging but this could not be confirmed by the facility. The representative believes that both iliac limbs appear to be zsle-13 of unknown length. The physician is attempting to determine how to treat the patient. No other adverse effects have been reported.